Event description:
Boston scientific received information that during a routine follow up this device, exhibited extended out of range charge times of 20 seconds with a battery voltage of 2.87v. Premature battery depletion (pbd) was suspected. A revision procedure maybe scheduled in the near future to replace the device. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned and therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.